Event description:
The customer reported a system message displayed. Ten cases were rescheduled and completed the following day. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system, confirmed the problem reported, and replaced the footswitch pcb. Preventive maintenance was performed. The system was then tested and met all product specifications. The footswitch pcb was sent for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4)